Event description:
It was reported during an office visit that the patient has presented an increase in his postictal state. It was not clear as to whether this increase was above or below pre therapy baseline. The physician checked the generator and found that it was not at end of service. Good faith attempts for diagnostic information and clarification on event have been unsuccessful to date.